Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported pump display is blank and pump is beeping. Patient inserted a new battery and pump powered on properly with display. Patient stated there was no error data prior to the pump going blank. No adverse event reported. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.